Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that when they inserted a new battery the insulin pump alarmed multiple pump errors. They received a post reset ram alarm more than once. The time and date in the device was not correct. The meter was no longer connected. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit received with high sleep current and alarmed pump error (B)(4) followed by pump error (B)(4), pump error (B)(4), pump error (B)(4) during self test due to connector resistance on the printed circuit board. Pump trace download analysis confirmed the pump alarmed power error (B)(4), low battery alert, power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error (B)(4), low battery alert, power loss alarm and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No pump error (B)(4) were noted. Unit received with minor scratched display window, case and keypad overlay.